Event description:
The pharmacist reported, surgeon noticed that the nail holding screw does not fit the nail and the locking could not be done. The nurse reported on (B)(6) 2011 that the surgery has been completed, the nail was implanted without being locked. The surgery was delayed more than 30 minutes and physical therapy after surgery has also been postponed.